Manufacturer narrative:
The hmi (hygiene microbiological investigation) results were not obtained as according to the report, there is no contamination detected on the nozzle clogging. The subject device was received and evaluated . Device return evaluation was completed . The customer complaint was confirmed. Air/water flow issues from the air/water flow system observed (the nozzle and air/water (a/w) tubes are clogged). A full technical evaluation was completed in accordance with the ome specification. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of endoscope was observed due to a clogged nozzle. The nozzle was clogged by foreign material which cannot be identify clearly. Foreign material found described to be like a soft caoutchouc (rubber). The foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle. In addition, service found wear and tear on the device: knob play and less angulation, air vent of connector loosing, contact pins of connector corroded, connecting tube wrinkled, c-cover dent, lg lens clogged (x2) two lens, a-rubber gluing worn out. Service repair noted, the replacement of nozzle, connecting tube, light guide (lg lenses) (x2), c-cover, (scope cover) sc case unit are require to return the instrument to the original equipment manufacturer (OEM)] specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of air/water flow issues from the air/water flow system. According to the reporter, there is no impact on the patient. The device was washed and disinfected . There was no patient harm, no user injury reported due to the event. Device evaluation found a clogged nozzle. Foreign material found clogged inside the nozzle. This report is being submitted for clogged nozzle with foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no obvious deviation of reprocessing was observed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The user can detect the suggested event by handling device in accordance with the following IFU: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.". Olympus will continue to monitor field performance for this device.